Manufacturer narrative:
(B)(4)

Event description:
Additional information was received from the company representative. The nurse informed there was no burning at the incision as originally reported. The surgeon used an viscoelastic at the incision site to prevent a burn from occurring. The patient has recovered. There was no drug treatment or surgery required.

Manufacturer narrative:
The clinical analyst has reviewed this file and stated the following: the customer reported ¿beginning to occur burning¿. This patient is a (B)(6), female patient. The system presented the system message (sm) when equipment was turned on and then another sm. It was informed that patient¿s first eye was operated one day when an incisional burn occurred. A primary complaint was opened on this event. On the second day, the second eye was operated on, with the same results (incisional burn). This investigation will represent the second eye. There was no system issue reported. Additional information was requested but was not obtained. Corneal thermal injuries are typically related to excessive heat generated by the phaco tip due to insufficient aspiration flow, extended energy application, or combination of both. The constellation vision system is designed to cool the phaco tip during use as aspirated fluid flows through the tip lumen. Overheating of the phaco tip, however, may occur due to extended application of ultrasonic energy or compromised aspiration flow through the phaco tip. Reduced fluid flow through the phaco tip may be caused by phaco tip re-use, tip clogging by nuclear material, kinked tubing, inadequate flow and vacuum settings, or obstruction by ophthalmic viscoelastic device (ovd). When the phaco tip is occluded, infusion will cease, reducing the cooling effect of the tip. Occlusion tones (intermittent beeping tones during occlusion) alert the user, indicating that the vacuum is near or at its preset limit, and aspiration flow is reduced or stopped. The surgeon must recognize the occlusion tones and manually stop the ultrasound mode in order to prevent a rapid temperature increase. The company representative tested the system and found the system to meet specifications. The system was manufactured on january 12, 2015. A review of the manufacturing records in did not reveal any related non-conformity during manufacturing for this system. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the pennsylvania patient safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A root cause cannot be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information has been provided by the company representative that this file was duplicated. A report has been sent under mfg. # 2028159-2016-00652 for the event of incision burns occurred and scleral necrosis. Also, it was reported that the viscoelastic had been "stored in a room with controlled temperature and airy". The patient received treatment to the cornea and will need a scleral transplant. All additional information regarding the event submitted under the mfg. # referenced above including investigation results will be provided under this report.

Manufacturer narrative:
The lot complaint history was reviewed for the consumable product. The DHR shows the product was released per specifications. All batches are released according to the required specifications; all testing results were within specification for this batch. A small amount of silicone was found in the initial samples. A 100% visual inspection process of all filled syringes is performed to remove syringes with ""bubbles"" (silicone bubbles, air bubbles). A video was reviewed. The needle where the white liquid comes out was not a cannula of our manufacturer, therefore we cannot conclude that the product used was a viscoelastic of our manufacturer. Kindly note however that we are not specialized and trained to analyze the surgical procedure. As no samples were returned and no manufacturing related issues were identified, a conclusive root cause could not be determined. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a procedure the incision was beginning to burn. There was no system issue reported. Additional information has ben requested.